Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is an allegation of "diagnostic glioblastome" and patient passing away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is an allegation of "diagnostic glioblastome" and patient passing away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 12/07/2023. The device was returned to the third-party service center for evaluation. During the evaluation of the device, there was no visible foam particles found inside the device. The device was scrapped. In addition, appropriate code updated/corrected in this follow-up report.